Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date - device was not explanted. Manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician attempted to deploy three perclose devices due to heavy calcification however was able to deploy an 8fr angio-seal device. The device deployed and no immediate issues were detected. The patient developed a cold leg and vascular surgery consult was requested. The vascular surgeon stated "angio-seal intra-arterial dissected plaque and occluded vessel. Patient doing well." Additional information was received on 15nov2019. The doctor attempted to deploy three perclose devices prior to the angio-seal, however they failed due to severe calcification. The 8fr angio-seal vip deployed well and the patient went to the floor. In the middle of the night, the patient developed a cold leg. Vascular surgeon responded "angio-seal intra-arterial dissected plaque and is still in the hospital.